Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to check the CPR valve. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account stated the bed is repaired, but do not know what repaired it. Based on this information, no further action is required.